Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was selected to predilate the lesion. However, upon the first inflation at 6 atmospheres, the pressure became low. The device was removed and it was noted that the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.